Event description:
It was reported that leakage occurred with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "nurse found solution leaked from the blue valve of connecta during infusion."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8121538. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately , although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Video was provided and we can confirm the leakage from the blue valve, however, the sample is necessary to evaluate the condition of the samples and the root cause of the leakage. Bd was able to confirm the customer¿s indicated failure mode because video was provided, however, the sample was not provided which is necessary to perform a better investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "nurse found solution leaked from the blue valve of connecta during infusion."